Event description:
It was reported that one euphora balloon had deflation difficulties following the first inflation. The device was slow to deflate at the lesion site. It was also reported that removal difficulties were encountered when removing the balloon following inflation. An arterial dissection occurred. The patient is alive with injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the euphora device was received loaded in a non-medtronic guide catheter alongside a guidewire, guide extension catheter and indeflator (all non-medtronic). The balloon folds were open on receipt of the device, it was not possible to retract the device through the guide catheter. A large volume of crystallized contrast was evident inside the balloon. Necking was evident to the inflation/deflation lumen. The distal balloon folds had been pulled distally and were folded over. It was not possible to perform inflation/deflation testing due to the condition of the returned device. No other deformation evident to the remainder of the device. Image review: procedural images provided confirm the reported lesion in the proximal lad. Predilation of the vessel site can be observed, as the balloon is inflated and deflated it is unclear if this is the complaint balloon. Following an approx. 8-minute gap in images a balloon is evident inflated at the lesion site. It is possible that this is the complaint device however this cannot be confirmed. A guide extension catheter (gec) is evident distal to the balloon. Following an approx. 13-minute gap in images the guidewire, balloon and guide extension catheter have been removed. The mechanism of removal is not captured in the images provided. The vessel is re-wired, an deployment of two stents to the lesion site can be observed. Improved vessel patency is evident following treatment. The reported deflation and removal difficulties can not be confirmed as they are not captured in the images provided. Additional information: the balloon was being used to pre-dilate the lesion. There were no difficulties noted during inflation of the device. The euphora balloon entered the artery and reached the stenosis with no problem. The balloon was inflated to 12 atm according to the manufacture's instructions and reached maximum inflation and when attempted to deflate, it could not be deflated. Since the balloon was advanced in the proximal part of the left anterior descending (lad) artery which was the target lesion and its diameter was 3.5, the balloon could not be removed while inflated. The balloon remained inflated in the artery after 15 min. The euphora did not eventually deflate. An attempt was made to rupture the balloon using a wire as an intervention, but it was unsuccessful. The balloon was removed by pulling it back by force while was still inflated and it remained inflated after removal from the patient. The injury to the artery was not caused by the euphora balloon. It was caused by another non-medtronic balloon that was inflated at an earlier stage. It was detailed that after inflating the first balloon, it was not possible to pass an onyx trustar stent in attempt to treat the dissection caused by the non-medtronic balloon, then the euphora balloon was used with the aim of expanding the lesion and allowing the completion of the stent implantation. A non-medtronic balloon was used to post dilate the stent. The stent was implanted to treat the dissection with no issues noted. The stent remained implanted with no issues after the removal of the balloon. It was not difficult to remove the protective sheath/packaging stylette of the euphora device. It was detailed that there was no definitive information on the ratio of contrast/saline used but there was a concern that the contrast medium was not properly diluted, the contrast used was lomeron. The euphora was not inspected before use. No resistance was noted while advancing the euphora to the lesion. Excessive force was not used. The euphora was not moved or repositioned while inflated. The procedure was ultimately successful without damage. Relevant patient history and patient details initial reporter details medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.